Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was delayed in delivering a meal bolus and the bg elevated (250 mg/dl). The bolus was to be delivered to address the bg level. As there was no reported device issue, the customer declined tandem technical support offer to troubleshoot.